Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that: "I need to call because my knee surgery with this is still causing me pain. I had surgery on (B)(6), 2024. They can't figure it out! And I 'm getting sick of it!".